Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The issue is still under investigation (taskm-4347) and currently a root-cause cannot be determined. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Tf 346054, tf 341009 and tf 385002. Unit will go into safety mode. We had the same problem with 50+ units at centro medico and after much consideration hamilton sent under warranty filter covers and hepa filters to be replaced. We have a lot of this military versions of t-1 that need to replace the filter cover and the hepa filters. Please reference cer (B)(4). Reference (B)(4).